Event description:
Customer reported that insulin cartridge leaked due to an issue with the o-ring. There was no adverse impact to customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer successfully changed the cartridge and resumed insulin therapy.